Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited with no phacoemulsification (phaco) power during surgery. Handpiece was tuned and surgery was completed with no reports of patient harm.

Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. The customer forgot to tune the phacoemulsification (phaco) handpiece. The company representative instructed the customer to tune the phaco handpiece and the issue was resolved. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to customer misuse, as the phaco handpiece was not tuned before use. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).